Event description:
On (B)(6), an amazon customer commented that the product was false negative: customer bought these tests because the customer was feeling much better and recovering from covid. The reporter took both tests on the same day just to be sure and got negative results. But when the reporter got a pcr test at the pharmacy the next day, it came out positive. The reporter said he/she could not trust its accuracy. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.